Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors failed. The field service engineer (fse) replaced the tower door latches for positions 1, 2, and 4 and successfully inventoried all tower doors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the nurses were experiencing issues with the barcode scanners, which needed replacement, and there were a few instances of failed drawers. The customer reported that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.